Event description:
It was reported that the patient with this pacemaker fainted during a doctors appointment. The patient experienced heart racing and sweating feelings. Patient stated a electrogram (egm) was performed and it didn't look good. The patient is still feeling lightheaded and gets sweaty with a hot feeling. The device remains in service. No adverse patient effects were reported.